Event description:
The volcano ivus [intravascular ultrasound] catheter was not working properly and displaying a poor image. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ivus catheter, ivus catheter (per site reporter). Mfg [manufacturer] notified by site.